Event description:
Technician alleged that the side rail is broken and will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail center arm assembly is broken. The technician replaced the side rail center arm assembly to resolve the issue.